Manufacturer narrative:
A visual inspection was performed on the returned reader ((B)(6)) and no issues were observed. Control solution testing was performed and the results were satisfactory. An error message was not observed during the investigation. No malfunction or product deficiency has been identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an unspecifed error message when inserting a test strip into the adc freestyle libre 2 reader, on (B)(6) 2021. As a result of not being to monitor his blood glucose, the customer had a seizure; however, he was able to eventually self-treat with sugar. No third-party medical treatment was reported. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported an unspecifed error message when inserting a test strip into the adc freestyle libre 2 reader, on (B)(6) 2021. As a result of not being to monitor his blood glucose, the customer had a seizure; however, he was able to eventually self-treat with sugar. No third-party medical treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specifications. A valid serial number was only provided for the reported libre reader and not the associated precision strips. Dhrs (device history review) for the freestyle libre reader was reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. Stability and clinical data were reviewed and have found no indication of any product stability performance issues or clinical performance issues that would be expected to result or contribute to customer complaints. A tripped trend review was completed for the reported complaint and precision strips, and there were no adverse trends that indicate any potential product-related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an unspecified error message when inserting a test strip into the adc freestyle libre 2 reader, on (B)(6) 2021. As a result of not being able to monitor his blood glucose, the customer had a seizure; however, he was able to eventually self-treat with sugar. No third-party medical treatment was reported. There was no report of death or permanent injury associated with this event.